Event description:
Same case as mfg report number 3005188751-2011-00145. It was reported after removing the transseptal dilator and needle from the pt several small fragments of the material were flushed from the inside of the dilator. The transseptal puncture was performed using a reshaped non-sjm transseptal needle with a stylet and a fast-cath transseptal introducer. The needle and dilator were removed from the introducer and flushed with saline solution onto a gauze pad. Several small fragments of material were flushed from the inside of the dilator. The dilator was replaced with another introducer with the same reorder and lot number and the same thing occurred. The procedure was completed successfully with no consequences to the pt.

Manufacturer narrative:
A non sjm transseptal needle with no stylet, an 8f swartz introducer, a transseptal dilator and one specimen jar containing pieces of the fine skived material were all received for eval. There was no stylet returned with the needle. The skived piece of material measured .500 inches long. The dilator fit into and advanced through the entire length of the introducer sheath with no anomalies observed. The distal two inches of the dilator was cross sectioned open which revealed faint scratches along the inner wall on the dilator. A similar 8f swartz was obtained from current inventory and the returned needle was inserted and advanced through the entire length of the dilator, which revealed slight skiving. Microscopic examination of the transseptal needle revealed damage and burrs, which could also cause skiving when advancing through a dilator. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Investigation of the returned device confirmed skiving of the dilator which may have been caused by damage and burrs on the non-sjm transseptal needle.